Event description:
The customer reported that the rate of a magnesium sulfate (4gm/100ml) ivpb was set at 300ml/hr when it was supposed to be at 25ml/hr. Magnesium levels were monitored for 16 hours after the over infusion (three additional blood draws - magnesium level values were not provided) and additional medical intervention was not required. There was no report of any patient harm. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4)). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.